Event description:
Healthcare professional reported right side rupture, seroma and capsular contracture baker grade iii/IV diagnosed by ultrasound, palpation and intraoperatively. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201, f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late and capsular contracture, baker grade iii/IV.

Event description:
The previous medwatch submission is a duplicate of another record.

Manufacturer narrative:
Additional, changed, and/or corrected data.